Event description:
It was reported that during an original spectra penile prosthesis implant surgery, the physician opened a new device and it broke when he put it in at a 90 degree angle. A new device was opened and implanted to complete the surgery.

Event description:
It was reported that during an original spectra penile prosthesis implant surgery, the physician opened a new device and it broke when he put it in at a 90 degree angle. A new device was opened and implanted to complete the surgery. Additional information received indicated the physician bent the spectra cylinder too far prior to implanting the device and broke the cylinder. This was an original implant and the device was broken by the physician prior to implant. There were no patient injuries or complications.